Manufacturer narrative:
H6 - results code corrected.

Event description:
A company representative reported that the tab of an es2 integrated blade screw fractured and the patient needed an additional surgery.

Event description:
A company representative reported that the tab of an es2 integrated blade screw fractured and the patient needed an additional surgery.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: g1.

Event description:
A company representative reported that the tab of an es2 integrated blade screw fractured and the patient needed an additional surgery.